Manufacturer narrative:
(B)(4). The stent remains in the vessel. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. It has been determined that a conclusive cause for the reported stent graft leak cannot be determined and the subsequent treatments appear to be related to the circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other three graftmaster stents referenced are filed under separate medwatch MFR numbers.

Event description:
It was reported that the graftmaster stent was used to treat a perforation that occurred in the saphenous vein graft (svg) to the right coronary artery (rca) with the use of a non-abbott device. It was noted that four (x4) graftmaster stents were implanted, however, the perforation was not successfully sealed; the patient was transferred for open heart surgery. The patient remains hospitalized as of (B)(6) 2015. No additional information was provided.